Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant was returned for analysis and the reported dislodgement was confirmed. Based on the visual and dimensional analysis of the returned stent implant, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the multi-link coronary stent system instructions for use (IFU) states: prior to using the coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch, additional information received reported that there was no resistance while removing the protective sheath. Once the sheath was off, the stent remained inside the sheath. This went unnoticed and the delivery system was used inside the anatomy. The device was removed without reported issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that upon removing the protective sheath from the multi-link stent delivery system, without reported resistance, the stent dislodged from the catheter. There was no reported patient involvement. There was no additional information provided.